Event description:
Livanova USA inc has been informed that, during the setup of the circuit, the medical team identified that white and yellow clamps of the cardioplegia circuit were swapped with the respect to the technical drawing. There is no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova USA inc manufactures the convenience pack adult perfusion circuit (B)(6). The incident occurred in (B)(6), united states. The involved device has is not available for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Livanova received a report stating that the yellow and white clamps along the cardioplegia linewere not in the correct positions. At the submission of the case, an exhaustive photo was provided as evidence of the defect found by the customer. Therefore the event is confirmed. The DHR of the complained lot review highlighted that the lot was released as conform according to specifications. No similar events were recorded by the customer, thus suggesting this is an isolated case. Based on the above, livanova believes the most probable root cause of the reported issue was traced back to an isolated operator error during the manufacturing assembly phase. The personnel will be involved in a dedicated training meeting a waring of customer complaint. The risk is in the acceptable region. Livanova will keep monitoring the market for similar events h3 other text: picture available.